Event description:
It was reported that the device was inserted through the contralateral antegrade femoral approach to cross a cto in the left sfa. After the catheter crossed the occlusion for 3 minutes and a balloon was inflated, a lot of blood clots were found through angiography. The pt was treated by thrombolytic agent.

Manufacturer narrative:
A further clinical review was performed an identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for eval. Based upon the available info, the definitive root cause in unk.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative was able to provide the correct complainant name, which was updated in the appropriate sections.